Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient was experiencing a line-blocked alarm the previous night, however the alarm persisted overnight. At the time of the call, the infusion site had not yet been changed and was worn on the right abdomen. A new infusion site was inserted on the left abdomen during the call. Upon removal of the old site, the pwd noted mild skin irritation and a bent cannula. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.